Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the c-arm is loose and does not lock. Review of the system log file showed that geometry error. As a part of troubleshooting fse found red leds were shown on the luc board and extension board 1. Fse replaced the luc board and reinstalled the software. After this the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the c-arm is loose and does not lock. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the c-arm was loose. Troubleshooting actions showed red leds on the luc board and extension board 1. The spp power led is switched off even though it is 220v. The fse replaced the luc board, reinstalled the software and returned the system to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.